Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments, severed 102 mm from the terminal pin. Insulation was missing, an extracting stylet was stuck in the tip segment of the lead, and the conductor coils were stretched and deformed. Additional extraction damage was observed. Continuity testing was performed on the segments and the terminal segment was found to be open. A fracture was confirmed on the anode conductor at 52 mm from the terminal pin. The conductor coil was unwound and extremely stretched in this area. The fracture was located under an area where the insulation had been repaired using a suture sleeve and medical adhesive. The fracture was at the proximal end of the suture sleeve. It was not known when this repair had been performed, as it was not reported to boston scientific. Laboratory analysis determined the repair had been performed some time ago. The fracture is consistent with a fatigue fracture. It appears this was an area of flexing between the device header and the suture sleeve of the repair attempt. No further testing of the lead segments could be performed, due to the condition of the return.

Event description:
--

Event description:
Boston scientific received additional information regarding this patient and chronic rv lead. The patient experienced symptoms that were similar to the event that resulted in the device replacement procedure the previous month. The patient presented to the hospital and the device check revealed rv pacing impedance measurements of greater than 2,500 ohms in bipolar and the lead safety switch (lss) had occurred, resulting in the pacing configuration to revert to unipolar. Loss of capture was noted and the patient¿s heart rate was 20-30 bpm. The lead was functioning in unipolar, but it appeared to take many hours for the pacing configuration to switch. A boston scientific technical services consultant discussed that the daily measurements are performed every 21 hours and the lss would occur when an out-of-range measurement was obtained. Although the lead was functioning in unipolar, the lead was considered compromised and replacement was recommended. The patient was scheduled for a lead extraction.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) pacing lead and associated pacemaker reported feeling light-headed and presented to the hospital. When checked, it was reported the patient's heart rate was 25 bpm. The patient was transferred to another facility where he could be monitored in the intensive care unit. En route to the other facility, the patient's heart rate recovered to the programmed lower rate limit of the pacemaker, at 80 bpm. When the device was checked at the new facility, rv pacing configuration was observed to be in unipolar. A pacing impedance measurement of greater then 2,500 ohms was noted and the lead safety switch had been triggered. Intermittent pauses in pacing were observed, but then pacing was stable and the patient felt well. After remaining stable for 24 hours, the patient was transferred to a third facility for a device replacement procedure. While a device issue could not be ruled out, the physician suspected an incomplete lead fracture as pacing had become consistent in the unipolar configuration.

Manufacturer narrative:
Boston scientific received additional information that this lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Additional information was received regarding the device replacement procedure. Electrograms showing a large amount of noise that was oversensed were reviewed. It was reported that the patient was feeling light-headed/presyncopal during these episodes. The field representative was attempting to print a pdf report of the most recent episode, but was not able to print it. A technical services consultant discussed a known issue with the programmer software that did not allow the most recent event to be printed. When a new event was created, the previous one would then be able to be printed. The field representative reported that the explanted device would be returned for analysis the patient and new device would be checked before discharge.

Manufacturer narrative:
As of today, the lead remains in use in the unipolar configuration. A revision was scheduled but not yet performed. This report will be updated when additional information is available.

Manufacturer narrative:
At the revision procedure, an x-ray was performed to evaluate the rv lead; no evidence of lead fracture was observed. The rv lead was tested extensively, with no noise produced and all lead measurements stable and within normal limits. There was no visible damage to the lead. The pacemaker was explanted and another device of the same model was connected to the chronic lead, with good lead measurements again noted. The physician therefore suspected a device header issue. The explanted device was expected to be returned for laboratory analysis. No further information regarding this lead is expected. This investigation will be updated should further lead information be provided.